Event description:
Treatment of an avf (arteriovenous malformation). On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the physician inflated the hyperform balloon catheter and then the vessel ruptured. The procedure was interrupted and intervention was required. The patient was reported to not be in good condition. No further information was available.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis (unknown reason); therefore, the event cause could not be determined. (B)(4)